Event description:
During a total abdominal hysterectomy, the clamp broke and the broken piece fell into the patient. The broken piece was retrieved manually fingrs or forceps.)

Manufacturer narrative:
There was some evidence of slight blood rust that may have been a small contributing factor in the breakage. The most likely caused of the breakage was excessive force applied to the device during use.